Manufacturer narrative:
(B)(4). The event reports that it was identified that that the top foam was adhered to the tyvek lid. This event occurred during surgery. No further information has been provided. Product has not been returned for evaluation, however, photographs have been provided which confirm the foam has adhered to the tyvek lid. Risk assessment: the risk associated with the damaged outer packaging is addressed in in inst 4.4.1.9 input output risk table ¿ sterile device packaging, revision 03. The line which relates to this event is 5.1.2 ¿ customer cannot deliver product into the sterile field in a controlled manor. The severity score associated with this failure mode is 2* (temporary or reversible impairment (without medical intervention)) with an occurrence score of 1* (<1 in 10000). When compared with sop 4.4.1 rev 9. Severity assessment: no harm has been reported. This gives a severity score of 1 (no adverse health consequence) which does not exceed the severity score on the relevant line in the risk management file. When compared with sop 4.4.1 rev 9. Corrective and preventative action: issue evaluation ie-11839 has been raised to further investigate this issue. Health hazard evaluation hhe-2020-00082 has been raised to assess the risk of product which may exhibit the issue in the field. Product hold: products are conforming to specification, if issue occurs it is 100% identifiable. Therefore no product hold required. The severity of the complaints received from 03 sep 2018 (the end date of the complaint search performed for the previous hhe for the same issue) to 03 march 2020 (today's date) for foam adhering to the tyvek lid upon opening was reviewed. The highest severity complaint resulted in a moderate extension to surgery time (s2-temporary or reversible impairment (without medical intervention) / transient, minor impairment or complaints). The occurrence rate has been calculated using the number of devices in the reported events and sales data for all packaging configurations with a top foam and a tyvek lid from 01 sep 2018 to 31 jan 2020 (1,824,995). This gives an occurrence rate of 1 in 53,676 (o1 - remote). This gives an overall risk of low negligible. A review of the complaint database over the last 3 years has found 3 similar complaints reported with the item 166941.

Event description:
It was reported that oxford hi-flex femoral prepared for uka had a package problem. When staff in operating room peeled off the tyvek lid, urethane stick to the lid. There was no delay to the procedure.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that oxford hi-flex femoral prepared for uka had a package problem. When staff in operating room peeled off the tyvek lid, urethane stick to the lid. There was no delay to the procedure.